Event description:
Insulin pump delivery device did not deliver insulin. Elevated blood sugar over 460 occurred. Second device inserted and also malfunctioned. Had to use insulin pen to correct blood sugar to prevent diabetic ketoacidosis. Attempted to contact medtronics, however, on hold for over 15-20 minutes.